Event description:
It was reported that, "patient, who ambulates with a walker, developed left thigh pain while going out to eat. The pt states that there was no fall or stumble. The surgeon was called when the pain increased. The x-rays revealed a fracture through the dall-miles plate and femur."